Manufacturer narrative:
Investigation pending.

Event description:
Customer conducted a (B)(4) study and reported false negative troponin (tni) results on 4 patients. The following tni cut-off's were used: triage: greater than or equal to 0.06 abnormal, greater than or equal to 0.40 c/w ami. Beckman access: >0.06 abnormal, >0.09 critical. Triage date: (B)(6) 2011, (B)(6), myo: 171, ckmb: 2.5, tni: <0.05, bnp: 1160.

Event description:
Customer conducted a (B)(4) study and reported false negative troponin (tni) results on 4 patients. The following tni cut-off's were used: triage: greater than or equal to 0.06 abnormal, greater than or equal to 0.40 c/w ami. Beckman access: >0.06 abnormal, >0.09 critical. Triage date: (B)(6) 2011, (B)(6), myo: 127, ckmb: 1.5, tni: <0.05, bnp: 525.

Event description:
Customer conducted a (B)(4) study and reported false negative troponin (tni) results on 4 patients. The following tni cut-off's were used: triage: greater than or equal to 0.06 abnormal, greater than or equal to 0.40 c/w ami. Beckman access: >0.06 abnormal, >0.09 critical. Triage date: (B)(6) 2011, (B)(6), myo: 310, ckmb: 2.5, tni: <0.05, bnp: 175.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.

Event description:
Customer conducted a (B)(4) study and reported false negative troponin (tni) results on 4 patients. The following tni cut-off's were used: triage: greater than or equal to 0.06 abnormal, greater than or equal to 0.40 c/w ami. Beckman access: >0.06 abnormal, >0.09 critical. Triage date: (B)(6) 2011, (B)(6), myo: >500, ckmb: 1.8, tni: <0.05, bnp: 360.